Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas exhibited screen-to-housing separation when the user noticed the face of the device separating from the back, which was temporarily pressed back into place; the device continued to function and blood glucose levels were unaffected, consistent with a device housing integrity issue involving the enclosure or bezel. Symptoms included no adverse clinical effects. Outcomes included no interruption to diabetes therapy and no medical care. Investigation included customer interview, troubleshooting guidance, and logistics for device replacement and return. Investigation of this device revealed a mechanical enclosure separation consistent with adhesive or bezel retention degradation while electronic function remained normal. It was concluded, based on previously established findings for similar reports, that the cause was mechanical component failure related to device housing integrity.